Event description:
Caller reported a cartridge alarm 30 malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer had experienced cartridge alarms with consecutive cartridges; thus, technical support confirmed the issue and decided to replace the pump.